Event description:
Per client - ". According to my staff, errors started happening right after the service call. For the last week every client was complaining about the intensity of heat. Yesterday a client was on her eighth treatment and left crying, she sent me pictures of first-degree burns all over her brazilian area. We have never had that happen in six years. I refunded her and shut down all laser treatments. My staff and I lost all faith in the technology."

Manufacturer narrative:
See attached complaint investigation report.